Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, ensured the customer would receive a device with the most up-to-date software, and provided instructions for the handling and return of the malfunctioning pump. The customer acknowledged the instructions and will revert to using manual insulin delivery as a backup therapy until the replacement pump arrives.